Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller alarming for low voltage was confirmed via investigation of the returned product. The system controller was able to support a mock circulatory loop without issue or alarm for an extended period of time and passed functional testing, except noted raised resistance on the white power cable. The wires were individually measured, and it was noted that when the white power cable was manipulated, the wire responsible for the relative state of charge (rsoc) had increased resistance. This damage would cause the reported event. Data from the reported event dates of 05mar2025 -06mar2025 and 20mar2025 was reviewed in the log files. Throughout the data reviewed, intermittent low voltage alarms activated due to the rsoc voltage fluctuating around the alarm threshold, consistent with the observed damage. The driveline was disconnected from the system controller on (B)(6) 2025 at 10:53, consistent with the reported system controller exchange. There was no interruption to the system controller¿s ability to support the pump while the driveline was connected. No other notable events were observed in the log file. The root cause of the reported atypical alarms was determined to be due to damage to the white power cables; however, the root cause of the power cable¿s damage was unable to be determined. The device history records were reviewed revealed no deviations with manufacturing and quality assurance specifications. The heartmate 3 patient handbook section 10 ¿safety checklists¿ instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was having low voltage advisory alarms, despite the batteries not being low on charge. The patient stated that they cleaned their batteries and battery clips, which resolved the alarms at the time. The alarms began to reoccur one day later, and the batteries and battery clips were exchanged, again with no resolution. The alarms resolved with a system controller exchange. Log files were submitted for review and captured the reported low voltage alarms.